Manufacturer narrative:
As of the date of this report the fms 2000 involved in the incident has not been received by belmont for investigation. It was reported that after infusing multiple units of blood in the operating room, the unit (serial number (B)(4)) "overheated". The staff tried to continue using the device but the overheating continued. The unit was subsequently replaced with another fms 2000 (serial number (B)(4)) which also began overheating. This report is for serial number (B)(4); a separate report will be entered for serial number (B)(4). It was reported that the disposable set was not replaced when the alarming occurred, which is not in accordance with the instructions for use or the instructions displayed on the screen in the event of an "over temperature" alarm. When the rapid infuser exhibits an "over temperature" alarm, the following alarm message is displayed: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended actions, as well as the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." An investigation of the associated disposable set was not possible, as the set was disposed at the hospital and a lot number was not available. The manufacturing records for this serial number were reviewed and no anomalies were identified; the unit has not been returned to belmont for service and preventive maintenance since it was shipped to the customer in 2016. It was reported that there was no adverse outcome or harm to the patient. Without the ability to investigate the device, a definitive root cause of the reported overheating cannot be established. Should additional information become available, a supplemental report will be provided.

Event description:
The hospital biomed reported the following incident involving a belmont rapid infuser, fms 2000: "on (B)(6) 2021 we had a trauma arrive at our facility. Patient started in the ER and then went to the or. Massive transfusions were called in ER and or. ER and or each have their own belmont rapid infusers. No problems occurred in the ER. Case started in or with s/n (B)(4) and after multiple units of blood unit overheated. Staff attempted to keep using this device but kept overheating. Staff then brought in s/n (B)(4) and had the same results. There was not an adverse outcome. From talking to the staff they did not change tubing sets as recommended in the manual." This report is for serial number (B)(4); a separate report will be entered for serial number (B)(4).